Manufacturer narrative:
A patient unable to set ipg into MRI mode due to high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000163700.

Event description:
It was reported patient was not able to set the ipg into MRI mode due to high impedances on one of the leads. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.